Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined due to insufficient information and patient conditions. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, approximately one year after the initial tka, the patient was revised due to serious patella subluxation and m/l knee instability. The radiological image didn't show any knee malalignment. The surgeon performed a lateral release with a strong suture on the medial side (quadricepsplasty), after the insert replacement with a psc 13mm. No evidence of insert damage was found. Due to the logic recall, the surgeon required investigation about polyethylene debris. At the end of the surgical procedure the knee was stable with good patella tracking. No subluxation.